Event description:
It was reported that air bubbles and gaps were present in the system, specifically in the pigtail or patient line between the pump and the t: lock. There was no adverse impact to the customer¿s blood glucose level. The customer decided to wait for further action until the morning and declined additional troubleshooting at the time.